Event description:
It was reported that the patient was admitted to hospital with diabetic ketoacidosis. The patient stated that her infusion device was the cause of the problem. She was hospitalized for four days and received a combination of saline and novorapid insulin and potassium supplementation.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : product is not expected to be returned.